Event description:
During pt set-up (age & gender unknown) the internal paddles did not allow device to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.